Manufacturer narrative:
The device information in section d was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have transmitter issues. Customer mentioned there was a big variance between sensor glucose and blood glucose. Customer's sensor glucose was 240 mg/dl and blood glucose was 50 mg/dl or vice versa. After troubleshooting, customer will not be returning the device for analysis.